Manufacturer narrative:
Additional information: d9: return date: 19-jan-2024. H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(6).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -8.50/2.5/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6)2022 lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a longer length lens. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot.claim# (B)(4).